Manufacturer narrative:
Follow-up # 1 date of submission 07/31/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed no information from the reported event date; any information from the event date was overwritten in the black box due to continued use of the pump. The history was available and the total daily doses were consistent. No alarms were observed on the on event date. The pump successfully passed a flow test. The pump cover was opened and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the while using a replacement pump, the patient¿s blood glucose level was 450mg/dl with no symptoms indicated. The reported bg was not indicative of a serious injury and does not meet the animas criteria of an adverse event. No further information was available. Customer technical support made several attempts to contact the reporter in follow up, however, the reporter did not respond. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.